Event description:
Reporter alleged the customer received discrepant back to back blood glucose results of 534 mg/dl, 218 mg/dl and 195 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter indicated that the customer was given humalog based on the 218 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
During a procedure, a cypher stent dislodged while attempting to cross the target lesion. The lesion in the rca was described as heavily calcified. Rotablator and pre-dilation was conducted before a 3.5x18mm cypher was inserted. However, during attempts to cross the lesion, the stent slipped off of the balloon inside the patient. The stent was successfully removed with a gooseneck snare. There were no adverse consequences to the patient. The lesion was then successfully stented with a different unknown stent. The product was returned for evaluation. One non-sterile cypher select + 3.50mm x 18mm was received coiled inside a plastic bag. No damage was observed on the sds. The stent was received, no longer mounted on the balloon. The stent was compressed/crushed and waved. The balloon appears to have been inflated. The crossing profile of the stent could not be measured due the stent's damaged condition. During microscopic analysis, crimping and bumping marks could be observed on the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The stent dislodgement was confirmed. The exact cause of the stent dislodgement could not be conclusively determined. Neither the DHR review nor the product analysis suggests that this failure could be related to the manufacturing process of the product. Therefore, no corrective or preventive action will be taken at this time. Difficulty crossing a lesion of an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross or track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The stent dislodgement may be attributed to the operator's attempt to cross a highly calcified lesion. The damages found on the stent may be attributed to the retrieval of the dislodged stent from the vessel with a snare. Based on the information available, there are possible vessel characteristics and procedural factors that may have contributed to these events.

Event description:
The cypher 3.5 x 18 could not cross a heavily calcified rca lesion even after rotablator and predilatation. During the attempts to cross, the stent slipped off of the balloon inside the patient. The stent was removed without consequence with a gooseneck snare. There were no adverse consequences to the patient. The lesion was then successfully stented with a different unknown stent.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.